Manufacturer narrative:
Medical device brand name is shortened to bd vacutainer® due to unknown type. Medical device type is unknown. Unknown manufacturer, listed as (B)(4). Unknown expiration date. Manufacturing site unknown, listed as (B)(4). PMA/510(k) unknown. Manufacture date unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that while using an unknown bd tube, the customer received "erroneously low na serum results".